Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when setting the rate below 10ml the device alarmed check clutch plunger lever. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of check clutch issue. There were no services previously reported. Complaint confirmed by checking the alarm history. It is verified that the error is found in the alarm history. Visual and functional testing was performed. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor to fix the error. The main cause of complaint was worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.